Event description:
About four months previous to report it was stated the patient's device "did not work" for them. As of the date of this report, it was indicated that the patient had the device for a year and then it "stopped working." No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).